Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that their insulin pump was experiencing a stuck button alarm. Blood glucose level at the time of incident was unknown. Customer reported the device was exposed to moisture when they jumped into the pool while wearing the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. Unit passed leak test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Traces of corrosion were found at the electronic, motor, and battery tube per visual inspection. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.